Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there was an issue when implanting an eno dr device (sn: (B)(6)). Post box-change the ventricular lead had locked us out of some testing and programming again and had switched unipolar like last time. The lead has been confirmed to be working normally using the psa and attached to an alternative medtronic generator. Once the physician took the patient back, the ventricular lead was loose,

Event description:
Reportedly, there was an issue when implanting an eno dr device (sn: (B)(6)). Post box-change the ventricular lead had locked us out of some testing and programming again and had switched unipolar like last time. The lead has been confirmed to be working normally using the psa and attached to an alternative medtronic generator. Once the physician checked and found the ventricular lead was loose,

Manufacturer narrative:
The UDI is unknwon as ofor now, once it is retrieved, a new MDR will be provided. The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no obvious tightening marks were seen on the atrial setscrew tips and incorrect tightening marks were noticed on the ventricular setscrew tip. - the ventricular setscrew was found completely screwed and visible from the port. It was probably screwed before the lead was correctly inserted and was not unscrewed before the ventricular lead was removed. This could have led to a misconnection and could explain the ventricular pacing polarity described in the complaint (most likely hypothesis). - in addition, blood residue was observed inside the ventricular connector and the ventricular setscrew cavity. This blood infiltration may have been incurred through repetitive insertion and removal of the associated screwdriver. Considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues could be attributable to this fluid infiltration (second hypothesis). - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, there was an issue when implanting an eno dr device (sn: (B)(6)). Post box-change the ventricular lead had locked us out of some testing and programming again and had switched unipolar like last time. The lead has been confirmed to be working normally using the psa and attached to an alternative medtronic generator. Once the physician took the patient back, the ventricular lead was loose,

Manufacturer narrative:
The first conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The ventricular setscrew was found completely screwed and visible from the port. It was probably screwed before the lead was correctly inserted and was not unscrewed before the ventricular lead was removed. This could have led to a misconnection and could explain the ventricular pacing polarity described in the complaint (most likely hypothesis). In addition, blood residue was observed inside the ventricular connector and the ventricular setscrew cavity. This blood infiltration may have been incurred through repetitive insertion and removal of the associated screwdriver. Considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues could be attributable to this fluid infiltration (second hypothesis). A patient files analysis is needed to understand the chronology of the events and explain the reason why the subject pacemaker has switched into unipolar pacing such as incorrect values during the ventricular impedance measurement which could confirm the connection issue.